Event description:
It was reported that during a labral repair on (B)(6) 2013 the surgeon attempted to insert the juggerknotless anchors in the patient¿s bone utilizing the juggerknotless anchor drill bit. Upon the attempted insertion, the anchors skipped across the bone causing them the bend and therefore become unusable. The procedure was completed with different anchors. No further information has been provided.

Manufacturer narrative:
Decision was made to recall based on an investigation which identified that the design of the juggerknotless drill bit creates the potential for difficulty when inserting the implant into the bone which may cause the implant to skip across the hole or miss the hole during insertion. (B)(4).